Event description:
It was reported that during central processing, the 8mm force bipolar instrument's jaws were misaligned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed. This issue was identified in sterile processing and pulled from circulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip tip, causing them to be misaligned. The offset at the tips was 3.05mm. Additionally, the instrument was found to have a cracked molded insulator on jaw. The crack measures approximately 0.77mm in length and is located on the inner face of the jaw. This causes the molded insulator to appear to be dislodged from the grip tip. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.